Event description:
At the time of the incident, the reporter was taking diabetic medication. Despite reading the specific warning for diabetics, she decided to use this patch without consulting a physician. She has used this product before without incident. The first patch out of box worked fine. The next burnt and blistered her skin. She wore this patch for 4 to 5 hrs. When removed the patch, the skin came off and left a blister. She has been treating the affected area with neosporin.